Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s test strips have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was also performed on both the subject test strip and meter lots. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter was reading inaccurately high, compared to another meter (emergency services meter). The complaint was classified based on customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. Two attempts to contact the patient directly were made by mss, but were unsuccessful. The patient reported that he first became aware of the alleged meter issue on (B)(6) 2017 at 10pm, alleging that he obtained an inaccurately high blood glucose reading of ¿160 mg/dl¿ with the subject meter compared to ¿35 mg/dl¿ on another meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he manages his diabetes with a combination of medication, and on (B)(6) 2017, he had carried out blood glucose testing 8-10 times, due to obtaining high results. In response to the alleged inaccurate high results he had been administering extra insulin (novalog 6-8 units, multiple times throughout the day). The patient reported that about 5 mins prior to testing his blood glucose at 10pm on (B)(6) 2017, his wife noticed he had developed symptoms of ¿unusual, erratic behavior¿, which she associated with him being ¿extremely hypo¿. In response to the symptoms the patient reported that his wife had contacted the emergency medical services. It is not known what treatment the patient received from the information available. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample had been taken from an approved sample site. The csr noted that the patient had not been using the correct testing steps. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event that may have been after the alleged product issue began, since we are unable to confirm when the meter issue began.